Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between sensor glucose and blood glucose. The customer reported blood glucose was 99 mg/dl. The customer reported sensor glucose was 50 mg/dl. The difference between sensor glucose and blood glucose is not in range. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. The customer stated that the insulin delivery was suspended due to the ssensor glucose vs blood glucose difference, and the low limit in the sensor setting was 50 mg/dl. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-7040a was requested, and the customer responded that the device was returned.

Manufacturer narrative:
Following our receipt of the twelve new/unopened sensors and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings under 200 dextrose 1 % oxygen more of 20 % difference compare with 200 dextrose 5% oxygen, placed sensor under microscope and found sensor damage (delamination). See attached file for details. In summary, the customer complaint of sensor glucose vs. Blood glucose event was confirmed. Sensor failed during bicarbonate buffer test due to damage electrode . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.